Event description:
It was reported that the customer received multiple received multiple occlusion alarms. The customer's blood glucose level was impacted; however, the level number was not provided. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions; however, the customer did review the pump functions and infusion set with a tandem clinical diabetes specialist.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.